Event description:
A nurse complained of questionable inr results for 2 patients tested on coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. From the data provided, only the data for 1 patient was a reportable malfunction. At 1:45 pm the result from the meter was 5.7 inr. At 3:52 pm the result from the laboratory was 3.7 inr. The patient's therapeutic range was requested but was unknown. The patient's coumadin was held based on the laboratory result. There was no allegation of an adverse event. The customer has lupus / antiphospholipid antibodies. The presence of antiphospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to long clotting times causing, elevated inr values. The patient is not on heparin or direct thrombin inhibitors, no coumadin dosage changes, no new medications, no new illnesses, no changes in diet, and no signs of bleeding or bruising. The customer's test strips were returned. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.